Event description:
It was reported that a 48 -year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel, 355cc silicone breast implant experienced bilateral symptomatic ruptures, and bilateral hypersensitivity post procedure. The patient went in for implant exchange and during surgery rupture was discovered, implants were disintegrating, and because of the appearance of the implants doctor did not want to put in new replacements. The hcp stated that doctor is unsure if patient might be having an allergic reaction to the implants. As a result, patient underwent bilateral removal without replacements on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symptomatic rupture, hypersensitivity mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on august 26, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth high profile xtra 355cc breast implant was found to be ruptured a microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. An allergic response is a state of hypersensitivity induced by exposure to a particular antigen resulting in harmful immunologic reactions on subsequent or continued exposures. Presenting symptoms may include contact dermatitis, urticaria, gastrointestinal changes, respiratory symptoms, and in severe cases, anaphylactic shock.  Materials used in the manufacture of silicone saline breast implants are considered biocompatible, however; anecdotal reports of an allergic responses are reported in the literature. Due to the multiple exposures of the patient to drugs, chemicals and materials in the intra-operative and postoperative phase, it is often difficult to determine the specific antigen causing an allergic response. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.\ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 30, 2022 indicated that the patient experienced left sided wound dehiscence, and implant exposure. As a result, the patient had the ruptured implants removed on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).